Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error. Customer stated that the insulin pump had random no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.